Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that following a device check, the patient felt pain caused by twitching of the pocket site. The exact cause was eventually determined to be that the programmer emergency button had been pushed inadvertently during the device check. The device remains in use. No patient complications have been reported as a result of this event.